Manufacturer narrative:
Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The cylinders were microscopically inspected and tested for leaks. Microscope examination revealed that the first cylinder had a hole in the outer tube, broken fabric threads, and inner tube from kink resistant tubing (krt) wear in the proximal end of the cylinder. The outer sleeve was completely detached at the proximal end. The cylinder krt was worn to the filament. The first cylinder had a leak from krt wear in the proximal end of the cylinder. The second cylinder had a hole in the outer tube, broken fabric threads, and inner tube from krt wear in the proximal end of the cylinder. The outer sleeve was torn from krt wear in the proximal end. The cylinder krt was worn to the filament. The second cylinder had a leak from krt wear in the proximal end of the cylinder. The reservoir was microscopically inspected and tested for leaks. The reservoir had wear at a fold in reservoir shell. No leaks were found in the reservoir. The ms pump was microscopically inspected, leak and functionally tested. The pump passed the visual inspection. No damage or abnormalities were found. No leaks were found in the pump. The pump did not pass the activation tests 2 and 3. Based on the information available and analysis results, the failure of both cylinders and the pump not passing the activation tests 2 and 3 could affect the product performance. The device history record (DHR) review was unable to be performed as the lot number was not provided. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. A risk review was completed and confirmed that the events of excess force or friction on silicone leads to stress, strains, holes or tears, device has a fluid leak, and mechanical malfunction (leaks, incomplete inflation/deflation, kinking) were defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that this inflatable penile prosthesis (ipp) returned without initial reporter and performance allegation. Upon analysis, multiple findings were noted across the device components.